Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
System br17035 experienced communication failure during contactless registration. It appeared that the power cable of the force sensor was pinched between the arm joints. The field service engineer was present, no clinical consequences, 15 minute delay.

Manufacturer narrative:
It was reported that a communication failure occurred during contactless registration due to the power force sensor cable pinched between the arm joints 5 and 6. Vigilance of the user is required to ensure that the cable is not pinched in the joints of the robot arm. However the cable may not have been visible due to the sterile drapes. The root cause identified is a design issue. (B)(4).